Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: at 06/16/2009, no response was received from the surgeon despite our attempts to contact for return of product and additional information by email on 03/19/2009 and on 03/26/2009. The device history record (DHR) review was completed on 04/2/2009 and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined to be reportable per edwards lifesciences procedures.